Event description:
It is reported that the device was implanted in 2001. The device was revised six years later, due to bushing wear because the patient had greater than 10% laxity. The pin and bushing were removed.

Manufacturer narrative:
Other device used: catalog #32810506301, coonrad/morrey total elbow interchangeable ulnar assembly, lot #66316300. This report will be amended when our investigation is complete.